Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('the correct way to remove them I had 2 coils on my left hand side and one on my right hand side.') In an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "had 2 coils on my left hand side and one on my right hand side". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced headache ("headache"), menstrual disorder ("worse periods"), rash ("rash on stomach"), fatigue ("fatigue"), abdominal distension ("bloating") and arthralgia ("joint pain"). The patient was treated with surgery (essure device removal). Essure was removed. At the time of the report, the medical device removal, headache, menstrual disorder and rash outcome was unknown and the fatigue, abdominal distension and arthralgia had resolved. The reporter considered abdominal distension, arthralgia, fatigue, headache, medical device removal, menstrual disorder and rash to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: device use issue, medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('the correct way to remove them I had 2 coils on my left hand side and one on my right hand side.') In an adult female patient who had essure inserted. Other product or product use issues identified: device use issue "had 2 coils on my left hand side and one on my right hand side". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure device removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: device use issue, medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-dec-2019: quality-safety evaluation of ptc. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('the correct way to remove them I had 2 coils on my left hand side and one on my right hand side.') In an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "had 2 coils on my left hand side and one on my right hand side". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced headache ("headache"), menstrual disorder ("worse periods"), rash ("rash on stomach"), fatigue ("fatigue"), abdominal distension ("bloating") and arthralgia ("joint pain"). The patient was treated with surgery (essure device removal). Essure was removed. At the time of the report, the medical device removal, headache, menstrual disorder and rash outcome was unknown and the fatigue, abdominal distension and arthralgia had resolved. The reporter considered abdominal distension, arthralgia, fatigue, headache, medical device removal, menstrual disorder and rash to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: device use issue, medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: new events, headache, bloating, rash, fatigue, joint pain were added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('the correct way to remove them I had 2 coils on my left hand side and one on my right hand side.') In an adult female patient who had essure inserted. Other product or product use issues identified: device use issue "had 2 coils on my left hand side and one on my right hand side". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure device removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: device use issue, medical device removal. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.